Event description:
It was reported that the patient implanted with this presented to the hospital due to their inflatable penile prosthesis (ipp) not functioning. A surgical procedure was later performed. Upon inspection of the device, a crack in the right cylinder connecting tube was found that resulted in a saline leak. The right cylinder was explanted and replaced. The patient was well following the procedure.

Manufacturer narrative:
Corrected data: e4 . Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the reported device not working due to fluid loss from a crack in the tubing connecting the cylinder was not confirmed. Product analysis was unable to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinder was visually inspected, leak tested, pressure tested and microscopically examined. The cylinder has wear at a fold in the proximal cylinder body and in the cylinder body; no leaks were found. This wear would not affect the functionality of the device. The cylinder passed all tests performed. Product analysis was unable to confirm the reported event. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the patient implanted with this presented to the hospital due to their inflatable penile prosthesis (ipp) not functioning. A surgical procedure was later performed. Upon inspection of the device, a crack in the right cylinder connecting tube was found that resulted in a saline leak. The right cylinder was explanted and replaced. The patient was well following the procedure.